Manufacturer narrative:
Product analysis: the product has been returned and the results of the analysis are pending. Conclusion: not yet available, evaluation of the product is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the vessel was dilated with a 16 fr sheath. An attempt was made to advance the delivery catheter system (dcs) over a non-medtronic wire but the dcs could only be advanced a few inches. The dcs was rotated but would still not advance. The dcs was removed and a 20 fr sheath was placed and another attempt was made with the sheath in place. The dcs was advanced approximately 10 cm and would not advance further. The system was removed from the patient. When the valve was deployed on the table, it was noted that the capsule had separated. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was provided that indicated force was required to insert the nosecone at the access site. The separation was not a capsule separation as previously reported, but rather a nose cone/catheter tip separation that occurred while the delivery catheter system (dcs) was inside of the sheath. The entire system was removed from the patient. It was confirmed that the valve had been loaded correctly with the use of compression loading system and that the patient anatomy was not tortuous or calcified product analysis upon receipt at medtronic's quality laboratory, the handle was intact. The device was received with the capsule fully opened. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The capsule was intact with no evidence of damage. The device was received with the inner member detached from the delivery catheter system (dcs). Torsion marks were observed on the inner member. The device, method and result codes were updated in this report in section h.2.6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that two attempts were made to advance the delivery catheter system (dcs) but it could not be advanced through the access vessel. Difficulty advancing the dcs through the access vessel is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, the cause of the difficulty advancing the dcs could not be determined given the limited information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that after the system was removed from the patient, it was noted that the nosecone was separated while it was in the sheath. The subject dcs was returned to medtronic for analysis. The inner member shaft was observed to be separated from the dcs near the spindle hub, which is the "nosecone" separation described in the reported event. Torsion marks were observed on the inner member shaft. There was no other evidence of damage observed on the subject dcs. Historically, inner member shaft damage and a subsequent break is caused by manipulation (twisting and/or bending) of the dcs by the user, or is related to excessive forces applied on the system during advancement or positioning, or it may occur if the capsule is not fully closed prior to removal of the dcs. In this case, it was reported that force was required to insert the nosecone at the access site. Additionally, the torsion marks observed on the inner member shaft indicate the dcs was twisted/torqued, most likely during the attempt to advance. Although the root cause cannot be conclusively determined with the information available, the inner member shaft was most likely damaged due to the force and torsion applied to the dcs during insertion or advancement. There is no evidence to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6- eval method code, eval conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.